Manufacturer narrative:
An investigation was performed for the reported customer complaint: ¿the customer states while attempting to administer medication to the patient, the needle spurted the IV medication out prior to injection to the patient. The needle was disposed of before it could be identified where the fault occurred on the product. A replacement product (same brand/model) was used and the procedure was completed.¿ no lot number was provided. A review of the device history report (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Specifically, samples are inspected for proper functionality, assembly, and damage. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states while attempting to administer medication to the patient, the needle spurted the IV medication out prior to injection to the patient. The needle was disposed of before it could be identified where the fault occurred on the product. A replacement product (same brand/model) was used and the procedure was completed.